Event description:
The customer complained of air gas module failures and returned three air gas modules for investigation. This report is for one of these modules. The ventilator's serial number, the event date and event description were not provided.